Event description:
Device was returned eri with no information. Patient has since received a new device and is doing well. Review of the analysis report determined this to be a reportable event.

Manufacturer narrative:
The ICD was subjected to an electrical incoming inspection. The device status was eri with an interrogated battery voltage of 5.61 v. Despite of the 72 documented charging cycles, the eri condition was prematurely after an implantation time of 35 months. During the analysis, it was noticed that the ICD measured a slightly too low battery voltage. Thus, the battery voltage measured by the ICD was lower than the true voltage of the battery itself, resulting in a premature activation of the eri status. This does not influence the functionality of the ICD. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 10 seconds, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eri was activated prematurely because the voltage measurement of this ICD has underestimated the voltage of the battery. We regret the inconvenience you have encountered. As a matter or courtesy and without a legal duty to do so, we will offer replacement free of charge.